Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level was in the 400 mg/dl range. Reportedly, customer used apidra insulin. As supplies were changed prior to the call, tandem technical support was unable to perform troubleshooting. Insulin delivery was resumed.